Event description:
King lt oropharyngeal airway size #4 inserted by physician at time of induction. Red tip at distal end of airway flaked away. Airway was removed along with the piece that broke off.